Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced energy shield monitor (esm) to resolve the issue. The system was verified and ready to use. Isi has received the esm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report recoverable fault 32211 and all energy shield monitor (esm) led turned to yellow. Tse had the customer reboot the system, also perform hard power cycle of vision side cart (vsc) but the issue returned when the user activated monopolar energy. Tse explained that the system was usable without monopolar energy. Tse also advised after power cycle, given enough time before activating monopolar energy. The procedure was completed with no reported injury.